Event description:
Doctor (B)(6) pressure wired the patient's right coronary artery. The ffr was positive so he placed a stent using the ffr wire as his stent delivery wire. Then he went to post ffr the stented area and the tip of the aeris wire got stuck under a stent strut when he was adjusting the wire. The wire unraveled into the aorta and doctor (B)(6) snared most of the damaged wire into the guide catheter. Part of the wire was unrecoverable and doctor (B)(6) was able to place another stent in the vessel to pin the wire against the first stent.

Manufacturer narrative:
We have reviewed our device history record and confirmed that this batch met manufacturing requirements prior to shipment. As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.